Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision was that the treatment policy was changed by the doctor. No malfunction was suspected.

Event description:
A report was received that the patient underwent an ipg replacement for an unknown reason.